Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery. Using a femoral access site, the xience xpedition 3.0 x 33 mm was implanted and then a dissection occurred. Another xience xpedition 3.0 x 23 mm was used to cover the dissection. There was no reported clinically significant delay in the procedure. There was no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.